Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cs300 intra-aortic balloon pump (iabp) had blood contamination found in the crm to the purge assembly. There was no patient involvement. Related complaint tw# (B)(4).

Manufacturer narrative:
The getinge field service engineer (fse) that found the issue, replaced all blood contaminated parts (0997-00-0986-01, 0008-00-0312, 0104-00-0026, 0104-00-0018 and 0334-00-1666). The fse also replaced the defective drive assembly (0997-00-0985-01) and calibrated drive transducer. The fse then performed full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).